Event description:
A caller reported that their pump battery was depleting too quickly, which led to a pump shutdown. As a result, the customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer administered a correction bolus via the pump to address high bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.